Event description:
It was reported that during an acl, when the package of an osteoraptor was opened, it was noticed that the anchor fell off from the distal tip of the shaft and was broken. The surgery continued without any surgical delay, however it is unknown if there was a back-up device available. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed that the original packaging was not returned so no determination can be made of it's condition and ability to protect the device. The insertion device was returned with the suture string installed but loose. The suture string is through the suture window of the anchor. The anchor is fractured at the proximal end, there are several black fibers and other non-biological debris on the anchor. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specification found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. The root cause has been associated with an unintended use of the device. Factors that could have contributed to the failure include excessive force or use of sharp instruments near the device tip, attempted correction of a damaged device or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.